Event description:
It was reported that it was impossible to properly press any buttons on the customer's insulin pump. The device was returned, repaired, and replaced. Customer's blood glucose was reported as 9.4 mmol/l. No further information was provided.

Manufacturer narrative:
Findings: intermittent button response on the up arrow button due to moisture damage noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.